Event description:
A patient reported via manufacturer representative that they were unable to connect their programmer when recharging and kept getting the ¿reposition antenna¿ screen. It was noted that the patient¿s last successful recharge was 9 or 10 days prior to the date of this report. The patient stated that they usually recharge every sunday to 100% when they get the water droplets and that they can usually go 7 days without recharging. It was also reported that a few days after the last full recharging session that the pulse was not as vibrant. After trying multiple times over the weekend prior to the date of this report, the patient was still unable to connect with their programmer and recharge their device. The patient even tried going outside to recharge and would still get the ¿reposition antenna¿ screen. It was noted that the patient replaced the batteries in their programmer; however, they would only get the ¿poor communication¿ screen with or without the antenna. The patient will follow up with their hcp and other manufacturer representatives for additional assistance. It was further reported that the patient fell backward and hit their head on 2016-mar-15. The patient also mentioned that they had some revision about 2 years ago; however, they weren¿t sure. An appointment is scheduled with the patient¿s hcp and a manufacturer representative on (B)(6) 2016. Additional information provided on 2016-06-02 reports that the p atient¿s implantable neurostimulator (ins) had reached an overdischarge state. It was noted that the patient had not successfully recharged their device since (B)(6) 2016. The manufacturer representative did a physician mode recharge (pmr) and the patient charged their device overnight; the power on reset (por) was cleared the following day. The patient was re-educated about proper charging frequency and will keep the device charged more regularly. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.